Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted, once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer pulsavac plus battery pack produced heat after use, and the batteries had leaked. There was no harm to the user as the reported event occurred following the surgical procedure. The customer stated the cable between the handgun and the battery pack was not cut.